Event description:
Healthcare professional reported, "attempting to install a te in patient's left pocket when a deflation occurred." The device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis: "visual analysis of the photographs identified. Observed an opening extended on anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tissue expander implantation.